Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the device is heavily worn with many nicks, scratches, and burrs, which was interpreted to be related to a malfunction which in the past has caused a medical intervention thus this event was reported as a reportable malfunction. However, after further clarification, it was determined that the issue was related to the expected normal use of the instrument which produces wear and tear after being used for a long time since it is a re-usable device, and also it was not in contact with any patient when the issue was noticed. This failure mode does not represent a serious injury and the malfunction itself has never caused death or serious injury in the past, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a total knee arthroplasty the genesis ii mis dcf ap CT blk from size 4 was having issues fitting. No delay or injury reported. The procedure was finished using the same device. After product evaluation it was determined that the device is heavily worn with many nicks, scratches, and burrs around the cutting slots. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.